Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture (loc) and noise shortly after the lead was implanted. The local boston scientific field representative (fr) reported that the patient's rate dropped from 80 paces per minute (ppm) to around 40ppm. The fr suspected a connection issue as the source of the reported clinical observations. Of note, the patient had just undergone open heart surgery for value replacement. Subsequently, patient then underwent a revision procedure where high, out of range impedances were observed. The lead was explanted, replaced and has been returned for analysis. Additional information states that the old rv lead was discarded in biohazard trash before retrieval. There was no asystole observed since the patient had back up epicardial pacer system. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. A visual inspection of the lead was clinically out of specification. A conductor coil was deformed from the terminal pin. The lead passed the continuity test with manipulation and the allegation was not confirmed.